Event description:
The customer reported that the system displayed poor image. No pt injury was reported.

Manufacturer narrative:
A ge service rep conducted an onsite investigation. The image processor board and the cine bridge were replaced. The system was tested and operates as intended.